Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Patient reported right side, capsular contracture baker grade IV, "distortion', "worried", "pain", "decreased mobility", "shaking me emotionally", and "small non-puncturable intracapsular collection". Device remains implanted.